Event description:
It was reported that the user experienced an occlusion and subsequently sustained elevated blood glucose readings around 250 mg/dl despite visual inspection of the cartridge, luer adapter, tubing, and infusion site showing no damage or kinks; the user changed the infusion site and resumed insulin delivery, and a switch from insets to a steel needle set was planned per user preference. Symptoms included hyperglycemia. Outcomes included user self-management and continued use of therapy without medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the issue resolved after site change. It was concluded that no device malfunction could be confirmed and that user monitoring would continue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.